Manufacturer narrative:
Products were not returned yet to manufacturer. Pictures sent by the reporter show also marks on the involved anchoring plates. It will be confirmed after products examination. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested from the reporter. Investigation still in progress. Conclusion is not yet available. Device not returned yet to manufacturer.

Event description:
Roi-c : broken anchoring plate. It is reported that "the fixed clamp were broken when implanted, the end tail of the clamp could not be completely insert into cage and found that the inverted teeth on both sides of two clamps were broken, which cause the surgery delayed for 15min. The surgery is completed with other clamps." Current state of health of the patient is unknown. Delay of 15 min product will be returned for examination. Investigation still in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation. Product was returned to manufacturer , but without decontamination informations which prevent it's examination. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is a surgeon error during anchoring plate deployment . Indeed, the available description, points out that the surgeon did not follow the instruction as mentioned in the surgical techniques (step 7). It's stated in surgical technique that , in case where a strong resistance is felt, immediately stop the insertion and perform fluoroscopic control to determinate the reason of the resistance. The surgeon needs to remove if necessary the material at the origin of the conflict in order to avoid any interferences. The issue was found related to conflict when the anchoring plates were impacted. Thus, the investigation did not found no evidence to indicate device issue.

Event description:
Roi-c : broken anchoring plate. During a roi-c surgery , the surgeon had difficulty during deployment of the anchoring plates. There were not totally inserted. He decided to explant them and replace them with other devices of the same range. There was no patient impact , or further surgery complication. The surgery delay was less than 15 min. The patient had hard bones ,in addition of cervical fixation system (plate and screw) already implanted prior to the roi-c surgery. Additional information received on march 15th 2019 : the reporter confirmed that , there was a conflict with the anchoring plates during impaction which explain this event.

Manufacturer narrative:
This medwatch is submitted to send a follow-up report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Despite product returned to the manufacturer, the decontamination form was not received and no proof of sterilization has been provided. No examination of the product can be performed. Investigation still in progress. Conclusion not yet available.

Event description:
Roi-c : broken anchoring plate. According to the reporter : the anchoring plates were broken when implanted, the end tail of the anchoring plates could not be completely insert into cage and found that the inverted teeth on both sides of two anchoring plats were broken, which cause the surgery delayed for 15 min. The surgery is completed with only other anchoring plates. It is also reported by reporter on 08/jun/2018 : the patient condition is good. The implant is properly located. The surgical technique was respected for anchoring plate impaction sequence (use of impactor short then impactor long). The first plate was inserted, the position of the implant was good, when the second plate was impacted , it was difficult to completely insert the anchoring plate . The two plate were removed and found to be damaged . The two anchors weren't implanted in the same slot. Patient has strong bones. X-rays were provided. The first anchoring plate was used for inferior vertebrae. Product has been received by manufacturer on june 19th 2018 additional information provided by reporter on january 18th 2019 : as the surgeon failed to fully insert the anchoring plates, he decided to remove them and implant new anchoring plate. The anchoring plates broke while removal of the anchoring plate. Instrument nurses lost the broken parts of the anchoring plates so broken parts are not in patient body. Surgeon thought the cage was not damaged judging by appearance and the new anchoring plates were successfully implanted. Investigation is still in progress.

Event description:
Roi-c : broken anchoring plate the patient condition is good. It is reported that "the fixed clamp were broken when implanted, the end tail of the clamp could not be completely insert into cage and found that the inverted teeth on both sides of two clamps were broken, which cause the surgery delayed for 15 min. The surgery is completed with only other clamps." According to the reporter : the axis of the disc spaced was respected. The surgical technique was respected for anchoring plate impaction sequence (use of impactor short then impactor long). The first plate was inserted, the positon of vertebral body was good , when the second plate was impacted , it was difficult to completely insert the anchoring plate. The two plate were removed and found to be damaged. According to the reporter the two anchors weren't implanted in the same slot. Patient has strong bones. X-rays were provided. The first anchoring plate was used for inferior vertebrae. Delay of 15 min. Product has been received by manufacturer on june 19th 2018.

Manufacturer narrative:
Product was received by the manufacturer. Examination is in progress. Additional request about the event were requested investigation still in progress. Conclusion is not yet available.